Event description:
It was reported to philips the power delivered was not the one requested. The issue occurred during attempt to shock a patient in cardiac arrest with synchronized cardioversion, therefore, the issue caused a delay in life threatening therapy/treatment and will be considered a serious injury. Another defibrillator was used to treat the patient, in addition to cardiac massage. There was no indication of serious consequence to the patient. The customer biomed tested the device and could not reproduce the issue. The philips field service engineer confirmed the device was affected by fco86100219a. This fco describes how the therapy selector switch may fail, resulting in abnormal device behaviors including the device may not perform the selected function, the therapy knob may not change to the energy setting selected, or the device may deliver a shock with an energy level different from the setting selected by the user. The philips field service engineer performed the fco on the device at the customer site to resolve the reported issue. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the power delivered was not the one requested. We are considering this to be a serious injury as the customer indicated there was patient harm. Additional details have been requested.